Manufacturer narrative:
The following fields have been updated with additional information: d10. Device available for eval- yes d10. Returned to manufacturer on: 09-jan-2025 h3. Device eval by manufacturer- yes investigation summary - bd received one photo and ten samples for investigation. The customer's photo displays a device with blood leakage in the holder and a sleeve that is not properly recovered over the non-patient cannula. Functional tests were conducted using ten tubes per needle on the ten returned samples to assess functionality. All the returned samples passed the tests, exhibiting no evidence of side pierced sleeves, poor sleeve recovery, or sleeve leakage during the draw. Additionally, 30 retained samples underwent similar functional tests. Out of these, three failed the tests due to sleeve leakage observed from poor sleeve recovery. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve side piercing. Corrective and preventive action has been opened to address the issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® push button blood collection set, the rubber did not retract over non-patient needle on unspecified number of devices. No patient or user impact reported.

Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® push button blood collection set, the rubber did not retract over non-patient needle on unspecified number of devices. No patient or user impact reported.